Manufacturer narrative:
Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the first line of an amia automated pd cycler set was missing. It was discovered that the component was missing after removing the cassette from the overwrap during setup for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.